Manufacturer narrative:
Correction information b4: date of this report g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result evaluation summary according to the investigation result data, the potential/root cause of the failure may be that the product in question was forgotten to be coated with silicone oil when attached to the scope. As a result, it was determined that the product had malfunctioned. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Pentax medical america responded via email on 24-oct-2023 with the information that it made a good faith effort to gather additional information regarding this incident and the procedure was completed. D4:lot number is unknown. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported new buttons are sticking in the scopes. We had to go and see what was going on at this facility. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.